Manufacturer narrative:
Pump received unable to performed the displacement test due to detached end.

Event description:
The customer reported via phone call that near the motor on the side of reservoir slot was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis.